Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". Align's clinical review of available records shows initial occlusal photo from 2022 shows a mesioinclination of tooth #32. Additionally, there is a significant occlusal resin restoration on this tooth, which appears to have unadjusted edges, gingivitis is also present. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction and hospitalization (permanent impairment to body structure and hospitalization (initial or prolonged)) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported the patient presented symptoms of tooth loss (tooth #32) and hospitalization for 5 days after developing an abscess on this tooth. The medical intervention and symptoms happened on (B)(6) 2024. By now the patient is getting better. Patient didn't stop the use of the product.